Event description:
It was reported the instrument was used during a laparoscopic ovarian cystectomy. It was reported the instruments would not fire properly, a crunching sound was heard, and there was difficulty releasing the anvil from the tissue. The case was completed without the ez35. There was no consequence to the pt.